Manufacturer narrative:
A device history record review of the reported lot shows that the product order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. This file will be processed for closure and opened at a later date if a sample is received. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that ultrasound intensity could not be maintained during a left eye cataract surgery. The cassette was replaced and the procedure was completed without harm to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
One wet fluidic management system was returned for this complaint. The samples was visually inspected and no obvious defects were found. The sample was functionally tested and passed all aspects of functional testing. The sample could be recognized and the service data could be retrieved from the console. The sample primed and tuned successfully and reached a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification. No leakage occurred during testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).